Event description:
Customer reported the belt clip for her insulin pump broke months ago. She also stated she has been receiving no delivery alarms on her insulin pump. Customer's blood glucose is 431 mg/dl. She treated with manual injections. A replacement belt clip was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.